Event description:
On (B)(6), 2020, the user contacted dario to report high blood glucose readings. The user indicated a difference in blood glucose (bg) readings of up to 40 mg/dl when the user has low bg readings. The user had checked the above with two different meters. The user reported that he tested his bg levels because he felt that it was low and received readings of 89-90 mg/dl. Post dinner (30 minutes after) the user reported that he tested his bg levels because he felt hypoglycemic symptoms, he was sweaty, clammy, and disoriented. The user tested his bg levels with readings of 90-100 mg/dl, the user felt that the readings are wrong, so he tested with another non-dario meter and received bg level readings of 40-50 mg/dl. While on the call with dario's representative, the user reported that the issue persists after testing with a new cartridge of strips. The user indicated that he is on an insulin pump for 17 years, and that he uses standard basil and bolus for a correction bolus. The user was sent a replacement of dario's meter, strips, control solution, and an RMA package for the user to return the original meter for investigation. As of this date, the RMA package was not returned. If the RMA is received at a later date, a follow up report will be submitted. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available.